Event description:
The device was returned for eval onn 10/2001. The device was manufactured by caire and was not manufacture by puritan-bennett. The device was returned to the homecare provider.

Event description:
The homecare providers insurance carrier reported the following information: (1) the claimant was receiving liquid oxygen prescribed at 6lpm from 2 reservoirs. (2) the claimant's family member claims the reservoirs stopped delivering oxygen and the claimant allegedy had a 'seizure' as a result.